Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, reported per territory manager: "details of the reported complaint (reason for the revision) ¿ patient complained of pump no longer working. Physician not prepared to replace just the pump. My understanding from dr. Tran is that this is his second revision. Also, based upon dr. (B)(6) comments during the case the left cylinder was never inside the corpora but in a false track, hence the bulge on the left side that the patient had just accepted. He commented he wished he knew who the prior surgeon was so he could give him a piece of his mind. All good now."

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on the exhaust tubing of cylinder 1. No functional abnormalities were noted with any of the returned components. The information received indicated the pump was no longer working, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.